Event description:
It was reported on several occasions customer heard a beeping sound from the programmer. The programmer had an alert that said "programmer overheated, turn off , call service". The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer was left on and watched through the day. After six hours of being on the programmer locked up and needed to be restarted. Device power was recycled and the programmer did not have any other issues. Device was opened and an excessive amount of dust was found. No other anomalies found.